Manufacturer narrative:
Return requested. Replacement monitor shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative received a report from a site that their navigation system monitor was experiencing intermittent loss of video signal. Software and computer seemed to be fine. The site performed a subsequent procedure using this navigation system with an external monitor. No further details were reported. There was no patient present when this issue was identified.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. The monitor was connected to a test system for a multi-day burn-in test. The image remained normal during all testing. The image did not go blank during testing. Although the bios was outdated, the device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.